Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis showed a device broken in three parts is not confirmed to be complete, in addition three syringes filled with gel are observed. The reason for he break cannot be determined because it is not analyzed under a microscope. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.